Manufacturer narrative:
(B)(4). Date initial report sent 10/27/2015. (B)(4).

Event description:
Procedure: open colectomy. According to the reporter: the surgeon was firing on the small bowel. During the firing, a 4x4 towel became caught in the firing channel of the gia. He proceeded to fire the stapler and upon return of the blade, the stapler wouldn't open due to the towel being caught inside the gears. The surgeon then had the staff open another gia8038s. He fired around the small bowel and re-created an anastomosis. He removed the piece of bowel that had the stapler caught on tissue. It was later reported that the staff removed the tissue from the jaws with clamps, because the stapler would not open. The surgeon also reported that he did not believe the incident would affect the outcome for the patient.